Event description:
It was reported that there was an increase of impedance in the defibrillation lead. The lead was replaced. Followup was unable to retrieve the model and serial number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.